Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this electrode was part of a system explant due to infection. Additionally, the field reported a hematoma and bleeding. The patient was administered antibiotics; however, no additional adverse patient effects were reported and no return of product is expected.